Event description:
Moss tube was inserted in 2003. Pt went to physician's office to have it removed in 2003. Surgeon was unable to remove. Tube feeding was found obstructing the channel of the balloon which necessitated an ega to be performed to remove the tube. They cannot be sure if feeding was inadvertently placed in the balloon port, or if the moss tube had a defect. The surgeon did some damage to the balloon port when attempting to remove it.